Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope smart cable, when monitor was connected to the smart cable, there was no image; there was a white screen and all the buttons were unresponsive despite multiple attempts to restart system. A delay in the procedure of approximately 10 seconds occurred as a competitor's portable video laryngoscope and rigid stylet were utilized. No harm to patient or user was reported.